Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-02706 and correct the initial report. From the additional information provided by olympus trading (shanghai) limited, olympus medical systems corp. Confirmed that the phenomenon reported in the initial report that foreign material came out from the air/water nozzle did not occur, and it was just a nozzle clogging. Based on the above information, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon that the air/water nozzle was clogged was reproduced. The air/water nozzle unit and stopper pin were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it found that the air/water nozzle was clogged. The user replaced the device to another device and completed the intended procedure, gastroscopy inspection. The device was used with an olympus video system center, cv-170. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material exited from the air/water nozzle.